Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using two prostyle devices after a percutaneous transluminal angioplasty procedure using a 6f sheath. Reportedly, after needle deployment, the plunger was removed but the suture could not be verified. A cuff miss occurred. A second prostyle device was attempted; however, the same issue occurred, cuff miss. Manual compression was applied to achieve hemostasis . There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using two prostyle devices after a percutaneous transluminal angioplasty procedure using a 6f sheath. Reportedly, after needle deployment, the plunger was removed but the suture could not be verified. A cuff miss occurred. A second prostyle device was attempted; however, the same issue occurred, cuff miss. Manual compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided. (B)(6) add notation to h11 of report - analysis of the returned device found a needle tip separation with each device. The detached needle tips were not returned with the prostyle devices.

Manufacturer narrative:
Visual and functional analysis was performed on the returned device. The reported needle to cuff miss was not confirmed as not all components were returned. The suture trimmer, knot pusher, suture, posterior needle tip, link and both cuffs were not returned. The plunger was returned removed from the device. The anterior needle tip had a separation, and the separated portion was not returned. The guide tube was bent, likely due to post procedure handling. There was no reported resistance or separation. Therefore, the anterior needle tip was likely snipped by cutting tool post procedure. An email was sent to av korea vigilance requesting that the physician be informed that a needle tip was detached and was not returned with the device. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.